Event description:
The customer reported more than 1 ml of fluid leaked from the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed broken (torn) tubing at pinch valve (pv49). The fse replaced the tubing at pinch valve (pv49) to resolve the leak issue. In addition, the fse replaced all of the tubing in the backwash pinch valve (pv49) as a preventative measure. During verification of the instrument, the fse observed the low vacuum regulator (rg1) caused variance in the low vacuum, within range but not stay steady. The fse also observed the tube forward sensor (s14) generated an error. The fse replaced the low vacuum regulator and adjusted the tube forward sensor to resolve the issues. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).